Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed, and the cause appears to be use related. The implicated and returned product was a 2 fr s/l per-q-cath PICC. A break in the catheter was identified 2cm within the distal tip of the strain relief sleeve on the molded catheter hub. A 19.6cm section of 2 fr tubing was received separate from the catheter hub. The break would have occurred external to the patient. The cross section at the proximal end of the distal catheter segment was microscopically examined and the surface was noted to be granular, dull, and uneven, which is consistent with characteristics of a break in the per-q-cath catheter material. A tactual investigation revealed a 3cm region of elastic weakness in the proximal end of the distal catheter segment, which indicates that the catheter was weakened from tensile stresses. The 2 fr tubing most likely broke subsequent to the catheter being stretched. It is unknown what caused the tubing to stretch. Care is suggested when handling the delicate size of the 2 fr tubing. Inadvertent stretching will cause the tubing to break. The product IFU provides securement techniques and a caution, which states, ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ a lot history review (lhr) of rezk0210 showed two other similar product complaint(s) from this lot number.

Event description:
Health professional reported that after one week, a catheter had a rupture in the junction. The catheter was removed. Catheter was in a patient with peripheral venous access. No patient injury reported. On (B)(6) 2017 - the returned catheter has a complete break in the tubing within the wings.